Manufacturer narrative:
Technician found that the nurse call cable was pulled from the bed and damaged sidecom board. Replaced the sidecom board to resolve this issue. Bed located in bed shop.

Event description:
Info received that nurse call was not working. No injury reported.